Event description:
The patient contacted animas on (B)(6) 2013 reporting a hospitalized for a blood glucose level of 1200 mg/dl. The patient reported being nauseous with vomiting and losing consciousness after which the patient was transported to the hospital. The patient reported being in a coma from (B)(6) 2013. During this time, the patient experienced hear and renal failure, and may have suffered from a cerebral vascular accident. It was reported that the patient had undiagnosed pneumonia at the time of the event. The patient reported that after discharge on (B)(6) 2013 there were continued issues of dysphasia, weakness on one side of the body, and difficulty swallowing. The patient indicated that cardiac testing showed that cardiac function was good however the patient was experiencing extreme fluctuations in blood pressure. The patient also reported having a spot on the inside of the right eye but denied having retinopathy. The patient attributed the lack of insulin delivery to an empty cartridge. Allegedly, the pump alarmed but the patient did not feel the vibration due to loss of sensation due to surgical scars and did not hear the alarm due to being hard of hearing. The patient reported that the pump was not in use at the time of the call. The patient indicated that the endocrinologist wanted to resume the pump therapy however wanted the pump to be reviewed and wanted to get an infusion set evaluation. This report is made based on the allegation that, although the patient experienced multiple medical conditions which may have been caused the blood glucose excursions, there was indication that an empty cartridge alarm was not heard or felt by the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.